Manufacturer narrative:
It was alleged that a medic had injured their finger while using the power-load. The user facility determined that the event was caused by lack of training and the user facility has addressed the issue internally. No defect with the device was alleged.

Event description:
It was reported that a medic injured their finger while using the power-load system. No patient. Involvement was reported. No further information regarding the injury was provided.

Event description:
It was reported that a medic injured their finger while using the power-load system. No patient. Involvement was reported. No further information regarding the injury was provided.